Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device was leaking at the connection between the ng tubing and the multifunction port connector. When the customer asked a large group of staff, they stated they have seen that but seems to be that someone put it in upside down or another instance it was not closed correctly on the dial. Per additional information received, they weren't pushing the multi-function port all the way into the tubing itself and therefore causing the leaks.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number of the device was not available. A sample analysis could not be performed because no photo or actual sample was available for evaluation. The complaint will be reopened if sample is received. The reported condition could not be confirmed. Based on the present information, and since no photo or actual sample was received; the reported condition could not be confirmed as related to the manufacturing process. No action plan could be performed. The current process controls are executed in accordance with product specifications to meet quality acceptance criteria. The manufacturing site will continue to monitor the process, customer complaints, and feedback notifications for any adverse trends that require immediate attention. In case of a repeated issue and/or recurrence, a new investigation for the specific events would be carried out for each case. This complaint will be used for tracking and trending purposes.